Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of white residue in air-water cylinder could not be established. However, the most probable cause of scope communication error (e216), no image and image blackout is traced to electronic failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in air-water cylinder, scope communication error (e216) accompanied with no image and image blackout. There was no patient involvement.